Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events. Minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.

Manufacturer narrative:
On 09-aug-2018, abaxis received a call from the customer lab reporting an issue with analyzer sn: (B)(4) stating that smoke was emitting from the back of the device and was displaying a "430b spindle motor" error. No fire or injury was reported. The customer powered off and unplugged the device. The customer then sent the device in for repair. During evaluation of the device, a piece of a bandaid back cover fell from the bottom of the rotor. The 430b spindle motor error was confirmed in the log and a slight smoking smell came from the rotor chamber when the drawer was opened. Rotor one testing was performed with no errors. The lamp failed testing due to high coefficient of variance. The flash lamp was replaced to resolve the reported problem. The engine board was confirmed to be functioning properly. The device was cleaned thoroughly and passed all tests including a forty hour burn-in test. The device was returned to the customer site where it remains. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019. There has been no reoccurrence regarding the issue of smoking with this device post repairs.

Event description:
The customer reported smoke emitting from the back of the device and a 430b spindle motor error.